Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, as a result the hard disk drive was reconfigured and current software was reloaded. It was also noted that the electrocardiogram (ECG) connector was loose, as a result the link electronic module (lem) printed circuit board was replaced and calibrated. Also, the power cord door was broken. Concomitant medical products: product ID 2067, radiofrequency head. (B)(4).

Event description:
It was reported the 3 different methods were tried to update software on the programmer but were unable to upload the new software. The programmer was returned for repair. It was analyzed and tested out of specification. There was no patient involvement.